Event description:
A 2.75x12 taxus express2 was advanced to a lad lesion and deployed to 9 atm for 75 seconds. The balloon would not come down/deflate after several attempts were made to deflate the balloon. After 6 minutes without successful deflation and complaints of chest pain by the pt, the balloon was removed. The balloon was inspected by the physician. The physician was unable to fuly deflate the balloon out of the body as well. The deployed stent was not visualized in the lad under fluoroscopy.